Manufacturer narrative:
On (B)(6) 2017 root cause : the blower assembly was tested and no failures were identified.

Event description:
The customer reported a vent inop condition; blower stalled. - a blower malfunction may result in no airflow during operation, which can cause vent inop and hypoventilation/lack of volume delivery during normal ventilation use. No patient harm reported.